Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the patient's reported reaction and bard 3dmax mesh. The patient's physician has requested and been provided with a sample for reactivity testing. At this time the reactivity testing has not been conducted, as such no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Note the dates of implant and event are estimated based on the information provided, as exact dates were not provided. When / if the test results are provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent implant of a bard/davol 3dmax mesh xl in (B)(6) 2018. As reported, in (B)(6) 2018 the patient developed an "itchy rash on the torso and lower extremities, scattered violaceous scaly papules, some with overlying honey-colored crust." "Treatment has included antibiotics, oral and topical steroids. The patient has had several skin biopsies which show concern for systemic contact dermatitis, possibly caused by surgical mesh."

Event description:
It was reported that the patient underwent implant of a bard/davol 3dmax mesh xl in (B)(6) 2018. As reported, in (B)(6) 2018 the patient developed an "itchy rash on the torso and lower extremities, scattered violaceous scaly papules, some with overlying honey-colored crust." "Treatment has included antibiotics, oral and topical steroids. The patient has had several skin biopsies which show concern for systemic contact dermatitis, possibly caused by surgical mesh."

Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the patient's reported reaction and bard 3dmax mesh. The patient's physician has requested and been provided with a sample for reactivity testing. At this time the reactivity testing has not been conducted, as such no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Note the dates of implant and event are estimated based on the information provided, as exact dates were not provided. When / if the test results are provided, a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document reactivity test results. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the bard/davol mesh used to treat the patient. Updated fields: b4, b6, g4, g7, h2, h6, h11. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remains implanted.